Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No frozen screen noted. Cracks to the reservoir tube, reservoir tube lip, battery tube threads, a scratched lcd window and missing end cap sticker noted. No moisture damage on the motor or electronic assemblies observed during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display, the time clock was not changing, and unresponsive buttons. The blood glucose reading was 146mg/dl. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.